Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and no blood on the outside of the product was visible. A leakage test of dialysate side was performed and this test showed a leakage at the welding seam on the filter. The external fluid leak failure was verified. The cause of the external fluid leak could not be determined. A leakage test on the blood side was also performed and the test showed no leakage. The external blood leak failure could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a polyflux 170h dialyzer was found to have a crack in the housing which caused an external blood and fluid leak. The event occurred during treatment. After connecting of the patient the fluid turned reddish and the patient was immediately disconnected. There was no patient injury or medical intervention associated with this event. No additional information is available.